Event description:
Device 1 of 4. Reference MFR report numbers: 1627487-2014-25205, 1627487-2014-25206 and 1627487-2014-25207. It was reported the patient has been experiencing pain at the lead site in the thoracic area for about a year. The patient also reported that since his ipg relocation procedure on (B)(6) 2014 he stopped receiving stimulation. Ipg relocation procedure is reported under MFR report number: 1627487-2014-06027. An sjm representative met with the patient for troubleshooting. During the visit, the patient experiencing burning at the lead site when stimulation was increased. Lead diagnostics revealed low impedances. In turn, the physician will be consulted to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.